Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 10-aug-2015. The most recent information was received on 22-oct-2018. This spontaneous case was reported this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), genital haemorrhage ('abnormal bleeding'), adnexal torsion ('fallopian tube twisted up like a coil with cyst attached') and fallopian tube cyst ('fallopian tube twisted up like a coil with cyst attached') in an adult female patient who had essure (batch no. 625641) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection (recovered prior to essure), anxiety (recovered prior to essure), bunionectomy, polycystic ovary, endometriosis, c-section (2), gerd, placenta previa and miscarriage (16 weeks). Previously administered products included for birth control: loestrin from 1996 to 2004; for an unreported indication: depo-provera. Concurrent conditions included heartbeats irregular and pelvic adhesions. Concomitant products included montelukast sodium (singulair) for allergy, medroxyprogesterone acetate (depo-provera) in (B)(6) 2007 for birth control as well as anti allergic agents from 2012 to 2016, desvenlafaxine succinate (pristiq) since 2010, fluticasone propionate (flonase), multivitamin, venlafaxine hydrochloride (effexor) since 2015 and vitamin d nos (vitamin d). In 2007, the patient experienced fatigue ("exhaustion/fatigue"). On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced adnexal torsion (seriousness criterion hospitalization) with abdominal pain and swelling, fallopian tube cyst (seriousness criterion hospitalization) and migraine ("migraines / headaches"). In 2010, the patient experienced loss of libido ("hormonal changes describe: loss of sex drive, periods lasted 3 weeks per month"), anxiety ("psychological or psychiatric problems condition: anxiety") and allergy to metals ("nickel allergy"). In 2011, the patient experienced the first episode of pruritus allergic ("allergic or hypersensitivity reaction type: generalised itchiness"). In 2014, the patient experienced menorrhagia ("heavy clotting periods/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced urinary tract infection ("frequent utis/infection (bladder/ urinary tract/vaginal) type: chronic uti"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder pain ("bladder sensitivity"), hot flush ("hot flashes"), vitamin d deficiency ("low vitamin d"), rash ("skin rash"), cyst ("cysts"), the second episode of pruritus allergic ("allergic or hypersensitivity reaction type: itchy skin daily"), uterine pain ("left of uterus pain"), cystitis ("bladder infection"), paraesthesia ("tingling in both my legs"), hypoaesthesia ("numbness in both my legs") and back pain ("back pain"). The patient was treated with antibiotics and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), partial tube removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, adnexal torsion, fallopian tube cyst, menorrhagia, bladder pain, hot flush, vitamin d deficiency, rash, cyst, urinary tract infection, fatigue, loss of libido, vaginal haemorrhage, anxiety, migraine, allergy to metals, uterine pain, cystitis, paraesthesia, hypoaesthesia and back pain outcome was unknown and the genital haemorrhage, dyspareunia and the last episode of pruritus allergic had resolved. The reporter considered adnexal torsion, allergy to metals, anxiety, back pain, bladder pain, cyst, cystitis, dyspareunia, fallopian tube cyst, fatigue, genital haemorrhage, hot flush, hypoaesthesia, loss of libido, menorrhagia, migraine, paraesthesia, pelvic pain, rash, urinary tract infection, uterine pain, vaginal haemorrhage, vitamin d deficiency, the first episode of pruritus allergic and the second episode of pruritus allergic to be related to essure. The reporter commented: patient had complications or problems that occurred at the time of essure placement procedure. At the end of the procedure, the right cornua had 1 visible coil and the left cornua had 2 visible coils. In (B)(6) 2008, she had partial tube removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: tubal occlusion. Pelvconcerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain concerning the injuries reported in this case, the following one/ones reported via social media : tingling and numbness in both my legs, back pain lot number:625641 manufacture date: 2007-08, expiration date: 2009-07. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 10-aug-2015. The most recent information was received on 25-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), genital haemorrhage ("abnormal bleeding"), adnexal torsion ("fallopian tube twisted up like a coil with cyst attached") and fallopian tube cyst ("fallopian tube twisted up like a coil with cyst attached") in an adult female patient who had essure (batch no. 625641) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bladder infection (recovered prior to essure), anxiety (recovered prior to essure), bunionectomy, polycystic ovary, endometriosis, c-section (2), gerd and placenta previa. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included heartbeats irregular and pelvic adhesions. Concomitant products included montelukast (singulair) for allergy as well as cetirizine hydrochloride (zyrtec) from 2012 to 2016, colecalciferol (vitamin d), desvenlafaxine succinate (pristiq) since 2010, fluticasone propionate (flonase), multivitamin and venlafaxine (effexor) since 2015. In 2007, the patient experienced fatigue ("exhaustion/fatigue"). On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced adnexal torsion (seriousness criterion hospitalization) with abdominal pain and swelling, fallopian tube cyst (seriousness criterion hospitalization) and migraine ("migraines / headaches"). In 2010, the patient experienced loss of libido ("hormonal changes describe: loss of sex drive, periods lasted 3 weeks per month"), anxiety ("psychological or psychiatric problems condition: anxiety") and allergy to metals ("nickel allergy"). In 2011, the patient experienced the first episode of pruritus allergic ("allergic or hypersensitivity reaction type: generalised itchiness"). In 2014, the patient experienced menorrhagia ("heavy clotting periods/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced urinary tract infection ("frequent utis/infection (bladder/ urinary tract/vaginal) type: chronic uti"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder pain ("bladder sensitivity"), hot flush ("hot flashes"), vitamin d deficiency ("low vitamin d"), rash ("skin rash"), cyst ("cysts"), the second episode of pruritus allergic ("allergic or hypersensitivity reaction type: itchy skin daily"), uterine pain ("left of uterus pain") and cystitis ("bladder infection"). The patient was treated with antibiotics, surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), partial tube removed), and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, adnexal torsion, fallopian tube cyst, menorrhagia, bladder pain, hot flush, vitamin d deficiency, rash, cyst, urinary tract infection, fatigue, loss of libido, vaginal haemorrhage, anxiety, migraine, allergy to metals, uterine pain and cystitis outcome was unknown and the genital haemorrhage, dyspareunia and the last episode of pruritus allergic had resolved. The reporter considered adnexal torsion, allergy to metals, anxiety, bladder pain, cyst, cystitis, dyspareunia, fallopian tube cyst, fatigue, genital haemorrhage, hot flush, loss of libido, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, uterine pain, vaginal haemorrhage, vitamin d deficiency, the first episode of pruritus allergic and the second episode of pruritus allergic to be related to essure. The reporter commented: patient had complications or problems that occurred at the time of essure placement procedure. At the end of the procedure, the right cornua had 1 visible coil and the left cornua had 2 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: tubal occlusion. Pelvconcerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain . Most recent follow-up information incorporated above includes: on 25-jun-2018: event "bladder infection", historical condition added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 10-aug-2015. The most recent information was received on 11-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), genital haemorrhage ('abnormal bleeding'), adnexal torsion ('fallopian tube twisted up like a coil with cyst attached') and fallopian tube cyst ('fallopian tube twisted up like a coil with cyst attached') in an adult female patient who had essure (batch no. 625641) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection (recovered prior to essure), anxiety (recovered prior to essure), bunionectomy, polycystic ovary, endometriosis, c-section (2), gerd, placenta previa and miscarriage (16 weeks). Previously administered products included for birth control: loestrin from 1996 to 2004; for an unreported indication: depo-provera. Concurrent conditions included heartbeats irregular and pelvic adhesions. Concomitant products included montelukast sodium (singulair) for allergy, medroxyprogesterone acetate (depo-provera) in november 2007 for birth control as well as anti allergic agents from 2012 to 2016, corticosteroids, desvenlafaxine succinate (pristiq) since 2010, venlafaxine hydrochloride (effexor) since 2015, vitamin d nos (vitamin d) and vitamins nos (multivitamins). In 2007, the patient experienced fatigue ("exhaustion/fatigue"). On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced adnexal torsion (seriousness criterion hospitalization) with abdominal pain and swelling, fallopian tube cyst (seriousness criterion hospitalization) and migraine ("migraines / headaches"). In 2010, the patient experienced loss of libido ("hormonal changes describe: loss of sex drive, periods lasted 3 weeks per month"), anxiety ("psychological or psychiatric problems condition: anxiety") and allergy to metals ("nickel allergy"). In 2011, the patient experienced the first episode of pruritus allergic ("allergic or hypersensitivity reaction type: generalised itchiness"). In 2014, the patient experienced menorrhagia ("heavy clotting periods/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced urinary tract infection ("frequent utis/infection (bladder/ urinary tract/vaginal) type: chronic uti"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder pain ("bladder sensitivity"), hot flush ("hot flashes"), vitamin d deficiency ("low vitamin d"), rash ("skin rash"), cyst ("cysts"), the second episode of pruritus allergic ("allergic or hypersensitivity reaction type: itchy skin daily"), uterine pain ("left of uterus pain"), cystitis ("bladder infection"), paraesthesia ("tingling in both my legs"), hypoaesthesia ("numbness in both my legs") and back pain ("back pain"). The patient was treated with antibiotics and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), partial tube removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, adnexal torsion, fallopian tube cyst, menorrhagia, bladder pain, hot flush, vitamin d deficiency, rash, cyst, urinary tract infection, fatigue, loss of libido, vaginal haemorrhage, anxiety, migraine, allergy to metals, uterine pain, cystitis, paraesthesia, hypoaesthesia and back pain outcome was unknown and the genital haemorrhage, dyspareunia and the last episode of pruritus allergic had resolved. The reporter considered adnexal torsion, allergy to metals, anxiety, back pain, bladder pain, cyst, cystitis, dyspareunia, fallopian tube cyst, fatigue, genital haemorrhage, hot flush, hypoaesthesia, loss of libido, menorrhagia, migraine, paraesthesia, pelvic pain, rash, urinary tract infection, uterine pain, vaginal haemorrhage, vitamin d deficiency, the first episode of pruritus allergic and the second episode of pruritus allergic to be related to essure. The reporter commented: patient had complications or problems that occurred at the time of essure placement procedure. At the end of the procedure, the right cornua had 1 visible coil and the left cornua had 2 visible coils. In dec-2008, she had partial tube removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: tubal occlusion. Pelvconcerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain concerning the injuries reported in this case, the following one/ones reported via social media : tingling and numbness in both my legs, back pain lot number:625641, manufacture date: 2007-08, expiration date: 2009-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: quality safety evaluation of product technical compliant. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5043469) on 10-aug-2015. The most recent information was received on 22-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), genital haemorrhage ("abnormal bleeding"), adnexal torsion ("fallopian tube twisted up like a coil with cyst attached") and fallopian tube cyst ("fallopian tube twisted up like a coil with cyst attached") in an adult female patient who had essure (batch no. 625641) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bladder infection (recovered prior to essure), anxiety (recovered prior to essure), bunionectomy, polycystic ovary, endometriosis, c-section (2), gerd, placenta previa and miscarriage (16 weeks). Previously administered products included for birth control: loestrin from 1996 to 2004; for an unreported indication: depo-provera. Concurrent conditions included heartbeats irregular and pelvic adhesions. Concomitant products included montelukast (singulair) for allergy, medroxyprogesterone acetate (depo-provera) in november 2007 for birth control as well as cetirizine hydrochloride (zyrtec) from 2012 to 2016, colecalciferol (vitamin d), desvenlafaxine succinate (pristiq) since 2010, fluticasone propionate (flonase), multivitamin and venlafaxine (effexor) since 2015. In 2007, the patient experienced fatigue ("exhaustion/fatigue"). On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced adnexal torsion (seriousness criterion hospitalization) with abdominal pain and swelling, fallopian tube cyst (seriousness criterion hospitalization) and migraine ("migraines / headaches"). In 2010, the patient experienced loss of libido ("hormonal changes describe: loss of sex drive, periods lasted 3 weeks per month"), anxiety ("psychological or psychiatric problems condition: anxiety") and allergy to metals ("nickel allergy"). In 2011, the patient experienced the first episode of pruritus allergic ("allergic or hypersensitivity reaction type: generalised itchiness"). In 2014, the patient experienced menorrhagia ("heavy clotting periods/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced urinary tract infection ("frequent utis/infection (bladder/ urinary tract/vaginal) type: chronic uti"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder pain ("bladder sensitivity"), hot flush ("hot flashes"), vitamin d deficiency ("low vitamin d"), rash ("skin rash"), cyst ("cysts"), the second episode of pruritus allergic ("allergic or hypersensitivity reaction type: itchy skin daily"), uterine pain ("left of uterus pain"), cystitis ("bladder infection"), paraesthesia ("tingling in both my legs"), hypoaesthesia ("numbness in both my legs") and back pain ("back pain"). The patient was treated with antibiotics, surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), partial tube removed), surgery and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, adnexal torsion, fallopian tube cyst, menorrhagia, bladder pain, hot flush, vitamin d deficiency, rash, cyst, urinary tract infection, fatigue, loss of libido, vaginal haemorrhage, anxiety, migraine, allergy to metals, uterine pain, cystitis, paraesthesia, hypoaesthesia and back pain outcome was unknown and the genital haemorrhage, dyspareunia and the last episode of pruritus allergic had resolved. The reporter considered adnexal torsion, allergy to metals, anxiety, back pain, bladder pain, cyst, cystitis, dyspareunia, fallopian tube cyst, fatigue, genital haemorrhage, hot flush, hypoaesthesia, loss of libido, menorrhagia, migraine, paraesthesia, pelvic pain, rash, urinary tract infection, uterine pain, vaginal haemorrhage, vitamin d deficiency, the first episode of pruritus allergic and the second episode of pruritus allergic to be related to essure. The reporter commented: patient had complications or problems that occurred at the time of essure placement procedure. At the end of the procedure, the right cornua had 1 visible coil and the left cornua had 2 visible coils. In dec-2008, she had partial tube removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: tubal occlusion. Pelvconcerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain concerning the injuries reported in this case, the following one/ones reported via social media : tingling and numbness in both my legs, back pain . Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received- new event tingling and numbness in both my legs, back pain and new reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5043469) on 10-aug-2015. The most recent information was received on 03-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('tubes were inflamed'), device breakage ('the left one was removed in full due to swelling and haft of right was removed years ago due to essure problem'), pelvic pain ('pain/pain'), genital haemorrhage ('abnormal bleeding'), adnexal torsion ('fallopian tube twisted up like a coil with cyst attached'), fallopian tube cyst ('fallopian tube twisted up like a coil with cyst attached'), noninfective oophoritis ('inflamed and I kept the ovaries'), hydrosalpinx ('hydrosalpinx'), autoimmune disorder ('autoimmune skin issues') and kidney infection ('kidney infection') in an adult female patient who had essure (batch no. 625641) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection (recovered prior to essure), anxiety (recovered prior to essure), bunionectomy, polycystic ovary, endometriosis, c-section (2), gerd, placenta previa, miscarriage (16 weeks) and caesarean section. Previously administered products included for birth control: loestrin from 1996 to 2004; for an unreported indication: depo-provera. Concurrent conditions included heartbeats irregular, pelvic adhesions and breast feeding. Concomitant products included montelukast sodium (singulair) for allergy, medroxyprogesterone acetate (depo-provera) in november 2007 for birth control as well as anti allergic agents from 2012 to 2016, cetirizine hydrochloride (zytrec), ciprofloxacin hydrochloride (cipro), corticosteroids, desvenlafaxine succinate (pristiq) since 2010, venlafaxine hydrochloride (effexor) since 2015, vitamin d nos (vitamin d) and vitamins nos (multivitamins). On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced adnexal torsion (seriousness criterion hospitalization) with abdominal pain and peripheral swelling, fallopian tube cyst (seriousness criterion hospitalization) and migraine ("migraines / headaches"). In 2010, the patient experienced loss of libido ("hormonal changes describe: loss of sex drive, periods lasted 3 weeks per month"), anxiety ("psychological or psychiatric problems condition: anxiety") and allergy to metals ("nickel allergy"). In 2011, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: generalised itchiness"). In 2014, the patient experienced menorrhagia ("heavy clotting periods/abnormal bleeding (vaginal, menorrhagia)/heavier periods with clots"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced urinary tract infection ("frequent utis/infection (bladder/ urinary tract/vaginal) type: chronic uti"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), noninfective oophoritis (seriousness criterion medically significant), hydrosalpinx (seriousness criterion medically significant), bladder pain ("bladder sensitivity"), hot flush ("hot flashes"), vitamin d deficiency ("low vitamin d"), rash ("skin rash"), cyst ("cysts/ cyst/ cyst hurts form my knee"), fatigue ("exhaustion/fatigue"), pruritus ("allergic or hypersensitivity reaction type: itchy skin daily / itching"), uterine pain ("left of uterus pain"), cystitis ("bladder infection"), paraesthesia ("tingling in both my legs"), hypoaesthesia ("numbness in both my legs"), back pain ("back pain/ lower back"), malaise ("made me sick for 9 years"), musculoskeletal pain ("shoulder pain"), scar ("scar tissue"), fallopian tube enlargement ("my fallopian tubes was really swollen"), abdominal discomfort ("I started feeling more pressure"), arthralgia ("joint pain"), night sweats ("night sweats"), dysmenorrhoea ("extremely painful"), hyperhidrosis ("me too, was always sweating in the morning. Never wearing a coat no matter how cold outside"), autoimmune disorder (seriousness criterion medically significant), depression postoperative ("postoperative depression"), post procedural haemorrhage ("spotted for 6 months"), kidney infection (seriousness criterion medically significant), abdominal distension ("e (essure) belly") and groin pain ("sharp pain along groin"), was found to have acrochordon ("skin tags"), heart rate increased ("heart rate high"), weight decreased ("weight loss") and weight increased ("weight gain") and underwent foot operation ("foot surgery"). The patient was treated with antibiotics and surgery (1st hysterectomy (partial)/2nd hysterectomy (full), salpingectomy (partial tube removed)). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, device breakage, pelvic pain, adnexal torsion, fallopian tube cyst, noninfective oophoritis, hydrosalpinx, menorrhagia, bladder pain, hot flush, vitamin d deficiency, rash, cyst, urinary tract infection, fatigue, loss of libido, vaginal haemorrhage, anxiety, migraine, uterine pain, cystitis, paraesthesia, hypoaesthesia, back pain, malaise, musculoskeletal pain, acrochordon, scar, heart rate increased, weight decreased, foot operation, fallopian tube enlargement, abdominal discomfort, arthralgia, night sweats, dysmenorrhoea, hyperhidrosis, autoimmune disorder, depression postoperative, post procedural haemorrhage, kidney infection, abdominal distension, groin pain and weight increased outcome was unknown, the genital haemorrhage, dyspareunia, pruritus and pruritus allergic had resolved and the allergy to metals was resolving. The reporter considered abdominal discomfort, abdominal distension, acrochordon, adnexal torsion, allergy to metals, anxiety, arthralgia, autoimmune disorder, back pain, bladder pain, cyst, cystitis, depression postoperative, device breakage, dysmenorrhoea, dyspareunia, fallopian tube cyst, fallopian tube enlargement, fatigue, foot operation, genital haemorrhage, groin pain, heart rate increased, hot flush, hydrosalpinx, hyperhidrosis, hypoaesthesia, kidney infection, loss of libido, malaise, menorrhagia, migraine, musculoskeletal pain, night sweats, noninfective oophoritis, paraesthesia, pelvic pain, post procedural haemorrhage, pruritus, pruritus allergic, rash, salpingitis, scar, urinary tract infection, uterine pain, vaginal haemorrhage, vitamin d deficiency, weight decreased and weight increased to be related to essure. The reporter commented: patient had complications or problems that occurred at the time of essure placement procedure. At the end of the procedure, the right cornua had 1 visible coil and the left cornua had 2 visible coils. In (B)(6) 2008, she had partial tube removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: tubal occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain concerning the injuries reported in this case, the following ones reported via social media : tingling and numbness in both my legs, back pain, device breakage, sickness, shoulder pain, skin tags, scar tissue, heavier periods with clots, heart rate high, weight loss, hydrosalpinx, itching, foot surgery, my fallopian tubes was really swollen, I started feeling more pressure, inflamed and I kept the ovaries, joint pain, night sweats, extremely painful, cystitis, fatigue, musculoskeletal pain, arthralgia, genital bleeding, peripheral swelling, abdominal pain, autoimmune skin issues, e (essure) belly, postoperative depression, postoperative bleeding, weight gain, kidney pain, salpingitis and groin pain". Lot number:625641, manufacture date: 2007-08, expiration date: 2009-07. Event taken from social media -sweating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: information received via social media. Event" autoimmune skin issues, e (essure) belly, postoperative depression, spotted for 6 months, weight gain, kidney infection, tubes were inflamed, sharp pain along groin were added" was added. Reporter added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), genital haemorrhage ("abnormal bleeding"), adnexal torsion ("fallopian tube twisted up like a coil with cyst attached") and fallopian tube cyst ("fallopian tube twisted up like a coil with cyst attached") in an adult female patient who had essure (batch no. 625641) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bladder infection (recovered prior to essure), anxiety (recovered prior to essure), bunionectomy, polycystic ovary, endometriosis and c-section (2). Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included heartbeats irregular and pelvic adhesions. Concomitant products included montelukast (singulair) for allergy as well as cetirizine hydrochloride (zyrtec) from 2012 to 2016, colecalciferol (vitamin d), desvenlafaxine succinate (pristiq) since 2010, fluticasone propionate (flonase), multivitamin and venlafaxine (effexor) since 2015. In 2007, the patient experienced fatigue ("exhaustion/fatigue"). On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced adnexal torsion (seriousness criterion hospitalization) with abdominal pain and abdominal distension, fallopian tube cyst (seriousness criterion hospitalization) and migraine ("migraines / headaches"). In 2010, the patient experienced loss of libido ("hormonal changes describe: loss of sex drive, periods lasted 3 weeks per month"), anxiety ("psychological or psychiatric problems condition: anxiety") and allergy to metals ("nickel allergy"). In 2011, the patient experienced pruritus generalised ("allergic or hypersensitivity reaction type: generalised itchiness"). In 2014, the patient experienced menorrhagia ("heavy clotting periods/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced urinary tract infection ("frequent utis/infection (bladder/ urinary tract/vaginal) type: chronic uti"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder pain ("bladder sensitivity"), hot flush ("hot flashes"), vitamin d deficiency ("low vitamin d"), rash ("skin rash"), cyst ("cysts"), pruritus ("allergic or hypersensitivity reaction type: itchy skin daily") and uterine pain ("left of uterus pain"). The patient was treated with antibiotics, surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), partial tube removed), surgery and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, adnexal torsion, fallopian tube cyst, menorrhagia, bladder pain, hot flush, vitamin d deficiency, rash, cyst, urinary tract infection, fatigue, loss of libido, vaginal haemorrhage, anxiety, migraine, allergy to metals and uterine pain outcome was unknown and the genital haemorrhage, dyspareunia, pruritus and pruritus generalised had resolved. The reporter considered adnexal torsion, allergy to metals, anxiety, bladder pain, cyst, dyspareunia, fallopian tube cyst, fatigue, genital haemorrhage, hot flush, loss of libido, menorrhagia, migraine, pelvic pain, pruritus, pruritus generalised, rash, urinary tract infection, uterine pain, vaginal haemorrhage and vitamin d deficiency to be related to essure. The reporter commented: patient had complications or problems that occurred at the time of essure placement procedure. At the end of the procedure, the right cornua had 1 visible coil and the left cornua had 2 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: tubal occlusion. Pelvconcerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs and medical records received. Events per pfs: hormonal changes describe: loss of sex drive, periods lasted 3 weeks per month, abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: itchy skin daily, psychological or psychiatric problems condition: anxiety, migraines / headaches, nickel allergy, left uterus pain were added, patient's medical history was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the left one was removed in full due to swelling and haft of right was removed years ago due to essure problem'), pelvic pain ('pain/pain'), genital haemorrhage ('abnormal bleeding'), adnexal torsion ('fallopian tube twisted up like a coil with cyst attached'), fallopian tube cyst ('fallopian tube twisted up like a coil with cyst attached'), noninfective oophoritis ('inflammed and I kept the ovaries') and hydrosalpinx ('hydrosalpinx') in an adult female patient who had essure (batch no. 625641) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection (recovered prior to essure), anxiety (recovered prior to essure), bunionectomy, polycystic ovary, endometriosis, c-section (2), gerd, placenta previa, miscarriage (16 weeks) and caesarean section. Previously administered products included for birth control: loestrin from 1996 to 2004; for an unreported indication: depo-provera. Concurrent conditions included heartbeats irregular and pelvic adhesions. Concomitant products included montelukast sodium (singulair) for allergy, medroxyprogesterone acetate (depo-provera) in november 2007 for birth control as well as anti allergic agents from 2012 to 2016, cetirizine hydrochloride (zytrec), ciprofloxacin hydrochloride (cipro), corticosteroids, desvenlafaxine succinate (pristiq) since 2010, venlafaxine hydrochloride (effexor) since 2015, vitamin d nos (vitamin d) and vitamins nos (multivitamins). On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced adnexal torsion (seriousness criterion hospitalization) with abdominal pain and peripheral swelling, fallopian tube cyst (seriousness criterion hospitalization) and migraine ("migraines / headaches"). In 2010, the patient experienced loss of libido ("hormonal changes describe: loss of sex drive, periods lasted 3 weeks per month"), anxiety ("psychological or psychiatric problems condition: anxiety") and allergy to metals ("nickel allergy"). In 2011, the patient experienced the first episode of pruritus allergic ("allergic or hypersensitivity reaction type: generalised itchiness"). In 2014, the patient experienced menorrhagia ("heavy clotting periods/abnormal bleeding (vaginal, menorrhagia)/heavier periods with clots"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced urinary tract infection ("frequent utis/infection (bladder/ urinary tract/vaginal) type: chronic uti"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), noninfective oophoritis (seriousness criterion medically significant), hydrosalpinx (seriousness criterion medically significant), bladder pain ("bladder sensitivity"), hot flush ("hot flashes"), vitamin d deficiency ("low vitamin d"), rash ("skin rash"), cyst ("cysts/ cyst/ cyst hurts form my knee"), fatigue ("exhaustion/fatigue"), the second episode of pruritus allergic ("allergic or hypersensitivity reaction type: itchy skin daily"), uterine pain ("left of uterus pain"), cystitis ("bladder infection"), paraesthesia ("tingling in both my legs"), hypoaesthesia ("numbness in both my legs"), back pain ("back pain/ lower back"), malaise ("made me sick for 9 years"), musculoskeletal pain ("shoulder pain"), scar ("scar tissue"), pruritus ("itching"), fallopian tube enlargement ("my fallopian tubes was really swollen"), abdominal discomfort ("I started feeling more pressure"), arthralgia ("joint pain"), night sweats ("night sweats") and dysmenorrhoea ("extremaley painful"), was found to have acrochordon ("skin tags"), heart rate increased ("heart rate high") and weight decreased ("weight loss") and underwent foot operation ("foot surgery"). The patient was treated with antibiotics and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), partial tube removed). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, adnexal torsion, fallopian tube cyst, noninfective oophoritis, hydrosalpinx, menorrhagia, bladder pain, hot flush, vitamin d deficiency, rash, cyst, urinary tract infection, fatigue, loss of libido, vaginal haemorrhage, anxiety, migraine, uterine pain, cystitis, paraesthesia, hypoaesthesia, back pain, malaise, musculoskeletal pain, acrochordon, scar, heart rate increased, weight decreased, foot operation, fallopian tube enlargement, abdominal discomfort, arthralgia, night sweats and dysmenorrhoea outcome was unknown, the genital haemorrhage, dyspareunia, the last episode of pruritus allergic and pruritus had resolved and the allergy to metals was resolving. The reporter considered abdominal discomfort, acrochordon, adnexal torsion, allergy to metals, anxiety, arthralgia, back pain, bladder pain, cyst, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube cyst, fallopian tube enlargement, fatigue, foot operation, genital haemorrhage, heart rate increased, hot flush, hydrosalpinx, hypoaesthesia, loss of libido, malaise, menorrhagia, migraine, musculoskeletal pain, night sweats, noninfective oophoritis, paraesthesia, pelvic pain, pruritus, rash, scar, urinary tract infection, uterine pain, vaginal haemorrhage, vitamin d deficiency, weight decreased, the first episode of pruritus allergic and the second episode of pruritus allergic to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient had complications or problems that occurred at the time of essure placement procedure. At the end of the procedure, the right cornua had 1 visible coil and the left cornua had 2 visible coils. In dec-2008, she had partial tube removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: tubal occlusion. Pelvconcerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain concerning the injuries reported in this case, the following one/ones reported via social media : tingling and numbness in both my legs, back pain, device breakage, sickness, shoulder pain, skin tags, scar tissue, heavier periods with clots, heart rate high, weight loss, hydrosalpinx, itching, foot surgery, my fallopian tubes was really swollen, I started feeling more pressure, inflammed and I kept the ovaries, joint pain, night sweats, extremely painful. Lot number:625641 manufacture date: 2007-08 expiration date: 2009-07 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-oct-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5043469) on 10-aug-2015. The most recent information was received on 10-aug-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), adnexal torsion ("fallopian tube twisted up like a coil with cyst attached") and fallopian tube cyst ("fallopian tube twisted up like a coil with cyst attached") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included montelukast (singulair) for allergy. On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced adnexal torsion (seriousness criterion hospitalization) with abdominal pain and abdominal distension and fallopian tube cyst (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy clotting periods"), dyspareunia ("pain during intercourse"), bladder pain ("bladder sensitivity"), hot flush ("hot flashes"), vitamin d deficiency ("low vitamin d"), rash ("skin rash"), cyst ("cysts"), urinary tract infection ("frequent utis") and fatigue ("exhaustion"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, adnexal torsion, fallopian tube cyst, menorrhagia, dyspareunia, bladder pain, hot flush, vitamin d deficiency, rash, cyst, urinary tract infection and fatigue outcome was unknown. The reporter considered adnexal torsion, bladder pain, cyst, dyspareunia, fallopian tube cyst, fatigue, hot flush, menorrhagia, pelvic pain, rash, urinary tract infection and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 10-aug-2017: legal document (summons) received: reporter information updated,case became incident, essure removal date added, events skin rash, cysts, frequent utis (urinary tract infections), exhaustion, pain were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the left one was removed in full due to swelling and haft of right was removed years ago due to essure problem'), pelvic pain ('pain/pain'), genital haemorrhage ('abnormal bleeding'), adnexal torsion ('fallopian tube twisted up like a coil with cyst attached'), fallopian tube cyst ('fallopian tube twisted up like a coil with cyst attached'), noninfective oophoritis ('inflammed and I kept the ovaries') and hydrosalpinx ('hydrosalpinx') in an adult female patient who had essure (batch no. 625641) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection (recovered prior to essure), anxiety (recovered prior to essure), bunionectomy, polycystic ovary, endometriosis, c-section (2), gerd, placenta previa, miscarriage (16 weeks) and caesarean section. Previously administered products included for birth control: loestrin from 1996 to 2004; for an unreported indication: depo-provera. Concurrent conditions included heartbeats irregular and pelvic adhesions. Concomitant products included montelukast sodium (singulair) for allergy, medroxyprogesterone acetate (depo-provera) in november 2007 for birth control as well as anti allergic agents from 2012 to 2016, cetirizine hydrochloride (zytrec), ciprofloxacin hydrochloride (cipro), corticosteroids, desvenlafaxine succinate (pristiq) since 2010, venlafaxine hydrochloride (effexor) since 2015, vitamin d nos (vitamin d) and vitamins nos (multivitamins). On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced adnexal torsion (seriousness criterion hospitalization) with abdominal pain and peripheral swelling, fallopian tube cyst (seriousness criterion hospitalization) and migraine ("migraines / headaches"). In 2010, the patient experienced loss of libido ("hormonal changes describe: loss of sex drive, periods lasted 3 weeks per month"), anxiety ("psychological or psychiatric problems condition: anxiety") and allergy to metals ("nickel allergy"). In 2011, the patient experienced the first episode of pruritus allergic ("allergic or hypersensitivity reaction type: generalised itchiness"). In 2014, the patient experienced menorrhagia ("heavy clotting periods/abnormal bleeding (vaginal, menorrhagia)/heavier periods with clots"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced urinary tract infection ("frequent utis/infection (bladder/ urinary tract/vaginal) type: chronic uti"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), noninfective oophoritis (seriousness criterion medically significant), hydrosalpinx (seriousness criterion medically significant), bladder pain ("bladder sensitivity"), hot flush ("hot flashes"), vitamin d deficiency ("low vitamin d"), rash ("skin rash"), cyst ("cysts/ cyst/ cyst hurts form my knee"), fatigue ("exhaustion/fatigue"), the second episode of pruritus allergic ("allergic or hypersensitivity reaction type: itchy skin daily"), uterine pain ("left of uterus pain"), cystitis ("bladder infection"), paraesthesia ("tingling in both my legs"), hypoaesthesia ("numbness in both my legs"), back pain ("back pain/ lower back"), malaise ("made me sick for 9 years"), musculoskeletal pain ("shoulder pain"), scar ("scar tissue"), pruritus ("itching"), fallopian tube enlargement ("my fallopian tubes was really swollen"), abdominal discomfort ("I started feeling more pressure"), arthralgia ("joint pain"), night sweats ("night sweats"), dysmenorrhoea ("extremaley painful") and hyperhidrosis ("me too, was always sweating in the morning. Never wearing a coat no matter how cold outside"), was found to have acrochordon ("skin tags"), heart rate increased ("heart rate high") and weight decreased ("weight loss") and underwent foot operation ("foot surgery"). The patient was treated with antibiotics and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), partial tube removed). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, adnexal torsion, fallopian tube cyst, noninfective oophoritis, hydrosalpinx, menorrhagia, bladder pain, hot flush, vitamin d deficiency, rash, cyst, urinary tract infection, fatigue, loss of libido, vaginal haemorrhage, anxiety, migraine, uterine pain, cystitis, paraesthesia, hypoaesthesia, back pain, malaise, musculoskeletal pain, acrochordon, scar, heart rate increased, weight decreased, foot operation, fallopian tube enlargement, abdominal discomfort, arthralgia, night sweats, dysmenorrhoea and hyperhidrosis outcome was unknown, the genital haemorrhage, dyspareunia, the last episode of pruritus allergic and pruritus had resolved and the allergy to metals was resolving. The reporter considered abdominal discomfort, acrochordon, adnexal torsion, allergy to metals, anxiety, arthralgia, back pain, bladder pain, cyst, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube cyst, fallopian tube enlargement, fatigue, foot operation, genital haemorrhage, heart rate increased, hot flush, hydrosalpinx, hyperhidrosis, hypoaesthesia, loss of libido, malaise, menorrhagia, migraine, musculoskeletal pain, night sweats, noninfective oophoritis, paraesthesia, pelvic pain, pruritus, rash, scar, urinary tract infection, uterine pain, vaginal haemorrhage, vitamin d deficiency, weight decreased, the first episode of pruritus allergic and the second episode of pruritus allergic to be related to essure. The reporter commented: patient had complications or problems that occurred at the time of essure placement procedure. At the end of the procedure, the right cornua had 1 visible coil and the left cornua had 2 visible coils. In dec-2008, she had partial tube removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: tubal occlusion. Pelvconcerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain concerning the injuries reported in this case, the following one/ones reported via social media : tingling and numbness in both my legs, back pain, device breakage, sickness, shoulder pain, skin tags, scar tissue, heavier periods with clots, heart rate high, weight loss, hydrosalpinx, itching, foot surgery, my fallopian tubes was really swollen, I started feeling more pressure, inflammed and I kept the ovaries, joint pain, night sweats, extremely painful. Lot number:625641 manufacture date: 2007-08 expiration date: 2009-07. Event taken from social media -sweating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received: sweating was added as a event. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5043469) on 10-aug-2015. The most recent information was received on 10-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the left one was removed in full due to swelling and haft of right was removed years ago due to essure problem'), pelvic pain ('pain/pain'), genital haemorrhage ('abnormal bleeding'), adnexal torsion ('fallopian tube twisted up like a coil with cyst attached'), fallopian tube cyst ('fallopian tube twisted up like a coil with cyst attached'), noninfective oophoritis ('inflamed and I kept the ovaries') and hydrosalpinx ('hydrosalpinx') in an adult female patient who had essure (batch no. 625641) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection (recovered prior to essure), anxiety (recovered prior to essure), bunionectomy, polycystic ovary, endometriosis, c-section (2), gerd, placenta previa, miscarriage (16 weeks) and caesarean section. Previously administered products included for birth control: loestrin from 1996 to 2004; for an unreported indication: depo-provera. Concurrent conditions included heartbeats irregular and pelvic adhesions. Concomitant products included montelukast sodium (singulair) for allergy, medroxyprogesterone acetate (depo-provera) in (B)(6) 2007 for birth control as well as anti allergic agents from 2012 to 2016, cetirizine hydrochloride (zytrec), ciprofloxacin hydrochloride (cipro), corticosteroids, desvenlafaxine succinate (pristiq) since 2010, venlafaxine hydrochloride (effexor) since 2015, vitamin d nos (vitamin d) and vitamins nos (multivitamins). On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced adnexal torsion (seriousness criterion hospitalization) with abdominal pain and peripheral swelling, fallopian tube cyst (seriousness criterion hospitalization) and migraine ("migraines / headaches"). In 2010, the patient experienced loss of libido ("hormonal changes describe: loss of sex drive, periods lasted 3 weeks per month"), anxiety ("psychological or psychiatric problems condition: anxiety") and allergy to metals ("nickel allergy"). In 2011, the patient experienced pruritus generalised ("allergic or hypersensitivity reaction type: generalised itchiness"). In 2014, the patient experienced menorrhagia ("heavy clotting periods/abnormal bleeding (vaginal, menorrhagia)/heavier periods with clots"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced urinary tract infection ("frequent utis/infection (bladder/ urinary tract/vaginal) type: chronic uti"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), noninfective oophoritis (seriousness criterion medically significant), hydrosalpinx (seriousness criterion medically significant), bladder pain ("bladder sensitivity"), hot flush ("hot flashes"), vitamin d deficiency ("low vitamin d"), rash ("skin rash"), cyst ("cysts/ cyst/ cyst hurts form my knee"), fatigue ("exhaustion/fatigue"), pruritus allergic ("allergic or hypersensitivity reaction type: itchy skin daily"), uterine pain ("left of uterus pain"), cystitis ("bladder infection"), paraesthesia ("tingling in both my legs"), hypoaesthesia ("numbness in both my legs"), back pain ("back pain/ lower back"), malaise ("made me sick for 9 years"), musculoskeletal pain ("shoulder pain"), scar ("scar tissue"), pruritus ("itching"), fallopian tube enlargement ("my fallopian tubes was really swollen"), abdominal discomfort ("I started feeling more pressure"), arthralgia ("joint pain"), night sweats ("night sweats") and dysmenorrhoea ("extremely painful"), was found to have acrochordon ("skin tags"), heart rate increased ("heart rate high") and weight decreased ("weight loss") and underwent foot operation ("foot surgery"). The patient was treated with antibiotics and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), partial tube removed). Essure was removed on(B)(6) 2016. At the time of the report, the device breakage, pelvic pain, adnexal torsion, fallopian tube cyst, noninfective oophoritis, hydrosalpinx, menorrhagia, bladder pain, hot flush, vitamin d deficiency, rash, cyst, urinary tract infection, fatigue, loss of libido, vaginal haemorrhage, anxiety, migraine, uterine pain, cystitis, paraesthesia, hypoaesthesia, back pain, malaise, musculoskeletal pain, acrochordon, scar, heart rate increased, weight decreased, foot operation, fallopian tube enlargement, abdominal discomfort, arthralgia, night sweats and dysmenorrhoea outcome was unknown, the genital haemorrhage, dyspareunia, pruritus allergic, pruritus generalised and pruritus had resolved and the allergy to metals was resolving. The reporter considered abdominal discomfort, acrochordon, adnexal torsion, allergy to metals, anxiety, arthralgia, back pain, bladder pain, cyst, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube cyst, fallopian tube enlargement, fatigue, foot operation, genital haemorrhage, heart rate increased, hot flush, hydrosalpinx, hypoaesthesia, loss of libido, malaise, menorrhagia, migraine, musculoskeletal pain, night sweats, noninfective oophoritis, paraesthesia, pelvic pain, pruritus, pruritus allergic, pruritus generalised, rash, scar, urinary tract infection, uterine pain, vaginal haemorrhage, vitamin d deficiency and weight decreased to be related to essure. The reporter commented: patient had complications or problems that occurred at the time of essure placement procedure. At the end of the procedure, the right cornua had 1 visible coil and the left cornua had 2 visible coils. In (B)(6) 2008, she had partial tube removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: tubal occlusion. Pelv concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain concerning the injuries reported in this case, the following one/ones reported via social media : tingling and numbness in both my legs, back pain, device breakage, sickness, shoulder pain, skin tags, scar tissue, heavier periods with clots, heart rate high, weight loss, hydrosalpinx, itching, foot surgery, my fallopian tubes was really swollen, I started feeling more pressure, inflamed and I kept the ovaries, joint pain, night sweats, extremely painful. Lot number:625641, manufacture date: 2007-08, expiration date: 2009-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: social media received reporter information was added. New event added device breakage, sickness, shoulder pain, skin tags, scar tissue, heavier periods with clots, heart rate high, weight loss, hydrosalpinx, itching, foot surgery, my fallopian tubes was really swollen, I started feeling more pressure, inflamed and I kept the ovaries, joint pain, night sweats, extremely painful. Cysts updated cysts knee. Concomitants drug, medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5043469) on 10-aug-2015. The most recent information was received on 03-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('tube was inflamed'), pelvic pain ('pain/pain'), hydrosalpinx ('hydrosalpinx'), adnexal torsion ('fallopian tube twisted up like a coil with cyst attached'), fallopian tube cyst ('fallopian tube twisted up like a coil with cyst attached'), autoimmune disorder ('autoimmune skin issues') and kidney infection ('kidney infection') in an adult female patient who had essure (batch no. 625641) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection (recovered prior to essure), anxiety (recovered prior to essure), bunionectomy, polycystic ovary, endometriosis, c-section (2), gerd, placenta previa, miscarriage (16 weeks) and caesarean section. Previously administered products included for birth control: loestrin from 1996 to 2004; for an unreported indication: depo-provera. Concurrent conditions included heartbeats irregular, pelvic adhesions and breast feeding. Concomitant products included montelukast sodium (singulair) for allergy, medroxyprogesterone acetate (depo-provera) in (B)(6) 2007 for birth control as well as anti allergic agents from 2012 to 2016, cetirizine hydrochloride (zytrec), ciprofloxacin hydrochloride (cipro), corticosteroids, desvenlafaxine succinate (pristiq) since 2010, venlafaxine hydrochloride (effexor) since 2015, vitamin d nos (vitamin d) and vitamins nos (multivitamins). On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced adnexal torsion (seriousness criterion hospitalization) with abdominal pain and peripheral swelling, fallopian tube cyst (seriousness criterion hospitalization) and migraine ("migraines / headaches"). In 2010, the patient experienced allergy to metals ("nickel allergy"), loss of libido ("loss of sex drive") and anxiety ("anxiety"). In 2014, the patient experienced menorrhagia ("heavy clotting periods/ abnormal bleeding (menorrhagia)/ heavier periods with clots / lasting 3 weeks"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced urinary tract infection ("frequent utis/ chronic uti"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant) with fallopian tube enlargement, genital haemorrhage ("abnormal bleeding"), uterine pain ("left of uterus pain"), back pain ("back pain/ lower back"), rash ("skin rash"), pruritus ("itchy skin daily / itching / generalised itchiness"), hot flush ("hot flashes"), vitamin d deficiency ("low vitamin d"), cyst ("cysts/ cyst/ cyst hurts form my knee"), bladder pain ("bladder sensitivity"), cystitis ("bladder infection"), fatigue ("exhaustion/fatigue"), paraesthesia ("tingling in both my legs"), hypoaesthesia ("numbness in both my legs"), musculoskeletal pain ("shoulder pain"), scar ("scar tissue"), abdominal discomfort ("I started feeling more pressure"), arthralgia ("joint pain"), night sweats ("night sweats"), dysmenorrhoea ("extremely painful periods"), hyperhidrosis ("always sweating in the morning"), autoimmune disorder (seriousness criterion medically significant), depression postoperative ("postoperative depression"), post procedural haemorrhage ("spotted for 6 months"), kidney infection (seriousness criterion medically significant), abdominal distension ("e (essure) belly") and groin pain ("sharp pain along groin"), was found to have acrochordon ("skin tags"), heart rate increased ("heart rate high"), weight decreased ("weight loss") and weight increased ("weight gain") and underwent foot operation ("foot surgery"). The patient was treated with antibiotics and surgery (abdominal hysterectomy, left salpingectomy in full and haft of right tube removed in 2008/2009, coil left). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, pelvic pain, hydrosalpinx, adnexal torsion, fallopian tube cyst, menorrhagia, vaginal haemorrhage, uterine pain, back pain, rash, hot flush, vitamin d deficiency, cyst, bladder pain, urinary tract infection, cystitis, fatigue, loss of libido, anxiety, migraine, paraesthesia, hypoaesthesia, musculoskeletal pain, acrochordon, scar, heart rate increased, weight decreased, foot operation, abdominal discomfort, arthralgia, night sweats, dysmenorrhoea, hyperhidrosis, autoimmune disorder, depression postoperative, post procedural haemorrhage, kidney infection, abdominal distension, groin pain and weight increased outcome was unknown, the genital haemorrhage, dyspareunia and pruritus had resolved and the allergy to metals was resolving. The reporter considered abdominal discomfort, abdominal distension, acrochordon, adnexal torsion, allergy to metals, anxiety, arthralgia, autoimmune disorder, back pain, bladder pain, cyst, cystitis, depression postoperative, dysmenorrhoea, dyspareunia, fallopian tube cyst, fatigue, foot operation, genital haemorrhage, groin pain, heart rate increased, hot flush, hydrosalpinx, hyperhidrosis, hypoaesthesia, kidney infection, loss of libido, menorrhagia, migraine, musculoskeletal pain, night sweats, paraesthesia, pelvic pain, post procedural haemorrhage, pruritus, rash, salpingitis, scar, urinary tract infection, uterine pain, vaginal haemorrhage, vitamin d deficiency, weight decreased and weight increased to be related to essure. The reporter commented: patient had complications or problems that occurred at the time of essure placement procedure. At the end of the procedure, the right cornua had 1 visible coil and the left cornua had 2 visible coils. In (B)(6) 2008, she had partial tube removed. Device made her sick for 9 years. Specification of surgery: the left one [fallopian tube] was removed in full due to swelling and haft of right was removed years ago due to essure problem. Everything removed in one piece so the coils never left her tubes and uterus to leave any fragments behind. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: tubal occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain concerning the injuries reported in this case, the following ones reported via social media: tingling and numbness in both my legs, back pain, sickness, shoulder pain, skin tags, scar tissue, heavier periods with clots, heart rate high, weight loss, hydrosalpinx, itching, foot surgery, my fallopian tubes was really swollen, I started feeling more pressure, inflammed and I kept the ovaries, joint pain, night sweats, extremely painful, cystitis, fatigue, musculoskeletal pain, arthralgia, genital bleeding, peripheral swelling, abdominal pain, autoimmune skin issues, e (essure) belly, postoperative depression, postoperative bleeding, weight gain, kidney pain, salpingitis and groin pain". Lot number:625641, manufacture date: 2007-08, expiration date: 2009-07 . Event taken from social media -sweating. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: following company coding review, events "device breakage" and non-infective oophoritis were deleted. No new follow-up information was received from the reporter. We received a lot number. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.